Manufacturer narrative:
The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable creatinine and other assay results from patient samples tested on the cobas 8000 c702 module. One example of discrepant results was provided: the initial result was 7.43 mg/dl. The repeat result was 1.44 mg/dl. The settings in their laboratory software for acceptable results prompted the rerun of the patient samples. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module and determined the event was caused by a loose rinse mechanism, low reagent compartment circulation pump pressure, and incorrect gear pump pressure and rinse volumes. He secured the rinse mechanism, adjusted the reagent compartment circulation pump; adjusted the gear pump pressure and rinse volumes. He verified the analyzer's performance with precision tests which gave acceptable results. The customer performed calibration and qc with acceptable results. The investigation is ongoing.